Manufacturer narrative:
Continuation of d10: product ID d-evprop34; product type: 0195-heart valves; lot #: 0011531294 product ID l-evprop34; product type: 0195-heart valves; lot #: 0011649461 product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, there was a drop in the patient's hemoglobin level. The physician was unable to stabilize the patient and the patient died. No further details were reported.

Manufacturer narrative:
Update data: h6 - method, result and conclusion codes h10 - conclusion: the subject delivery catheter system (dcs) was discarded by the customer and as such no analysis could be performed. Procedural images were provided and upon review the aortic arch appeared to be tapered and circularly calcified at its highest point. It was recognizable that a lot of forward push was being applied to the delivery catheter during the first attempt to cross the aortic arch with the evolut¿ pro+ 34 mm. The catheter deviated more and more to the left and finally appeared compressed. The catheter tip was severely bent in the highest point of the aortic arch. The initial stiff guide wire was then exchanged for a probably more supportive guide wire. This seemed to contribute to the successful crossing of the aortic arch in a second attempt, which also seemed to have been supported by a favorable hat-marker orientation. The valve was deployed in a slightly too deep position. In one of the final checks, the bioprosthesis displayed severe paravalvular leak (pvl), possibly exaggerated by the large amount of contrast agent injected and in the other, none/mild pvl. Throughout the procedure, a discernibly progressive and ultimately erratic pattern in the heart¿s pumping action was observed. In one of the last fluoroscopic images, a suspicious white rim in the apical region of the epicardium can be seen. The conclusive fluoroscopic clip revealed that the left ventricular (lv) output is ascending through the aorta to its zenith, encountering an apparent impediment that disrupted the unobstructed flow into the descending aorta. Subsequent to this stenotic region, the previously laminar flow becomes very turbulent and severely reduced. Upon reviewing the fluoroscopic cineloops and identifying the constriction in blood flow, it is reasonable to hypothesize that there may have been an inadvertent injury to the aortic vessel wall. Due to the limitations imposed by the projection angle, an assessment of system tension during the crossing is unfeasible, leaving room for speculation regarding its potential contribution to the subsequent aortic obstruction and deterioration of the patient. A medical safety assessment was performed and upon review the primary event of aortic arch rupture leading to hemorrhagic shock, resulting in death, is assessed as likely related to the pro+ dcs and procedure and unlikely related to the valve. The physician noted the event was most likely caused by interaction of the dcs and the aortic arch. Image review also notes excessive forward push being applied to the delivery catheter during the first and second attempts to cross the aortic arch and the catheter tip is severely bent in the highest point of the aortic arch on the first attempt. In addition, image review notes the left ventricular (lv) output is ascending through the aorta to its zenith, encountering an apparent impediment that disrupts the unobstructed flow into the descending aorta. Subsequent to this stenotic region, the previously laminar flow becomes very turbulent and severely reduced. Of note, the patient's calcified and vulnerable aortic arch may have been a contributing factor to the event. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the pro+ valve. The reported harms and severities are documented in the risk files and instructions for use. No further safety assessment is required at this time. Death, bleeding, rupture, cardiogenic shock and hemodynamic instability are all known potential adverse patient effects per the evolut pro+ system instructions for use (IFU). There is no information to suggest a device malfunction or a failure to meet manufacturing specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received indicating that, per the physician, the cause of death was rupture of the aortic arch resulting in hemorrhagic shock. Per the physician, the valve did not cause of contribute to the patient¿s death. Per the physician, the rupture was caused by the interaction between the delivery catheter system (dcs) and the aortic arch. Per the physician, the patient¿s pre-existing calcification and vulnerability of the aortic arch caused or contributed to the patient¿s death.